Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillation impedance was 254 ohms on 15 dec 2014. Product ID: d224trk ICD, implanted: (B)(6) 2010. Product ID: 7121 st. Jude lead, implanted: (B)(6) 2005, explanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the subcutaneous right ventricular (rv) lead had high impedance and had a possible fracture. During the rv lead replacement procedure, the atrial and left ventricular (lv) leads dislodged. The rv and atrial leads were explanted and replaced. The lv lead was explanted and was not replaced. No patient complications have been reported as a result of this event.